Event description:
The dr removed the device which included: two cylinders, pump, tips and reservoir. The body was flushed per salvage protocol: hydrogen peroxide, sodium chloride, betadyne and sodium chloride, gentamycin and vancomycin and sodium chloride. A new prosthesis was implanted. The pt had a coloplast prosthesis placed about six years ago. It has failed. Under recent fluoroscopy, it appeared as if the tubing above the pump had separated. He presents for removal and replacement of the device. The defect was a separation of the reservoir tubing above the pump.